Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was freezing up and would not run. It was indicated that the hard drive needed replacement. It was also indicated that the programmer had an error message during interrogation. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing up and would not run. The programmer was returned for service. No patient complications have been reported as a result of this event.